Event description:
It was reported that the patient's blood glucose levels rose to 270 mg/dl while wearing the pod between 49 and 71 hours. It was reported that there was insulin leaking from the pod. The patient also reported that the cannula was not correctly inserted, the pink slide had moved forward however the patient noted that when the pod was removed, the cannula appeared to be shorter which could indicate a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.